Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient ((B)(6)) is experiencing wound healing issues at the needle puncture site. In turn, the patient was administered a single shot of antibiose. Further follow-up revealed, the patient's lead was explanted due to ineffective stimulation coverage (reference MFR. Report#: 1627487-2016-01292) on (B)(6) 2016.